Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an (b)(^)-year-old male patient underwent a redo atrial fibrillation (afib) with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis, surgical intervention and prolonged hospitalization. During a 3-time redo afib case, a pericardial effusion was noticed. There was a drop in blood pressure on the patient right after the last ablation was completed. At the end of the procedure, when anesthesia noticed, they could not bring the pressure back up and a pericardial effusion was confirmed by intracardiac echo (ice). Medical intervention provided was a pericardiocentesis and 900cc of fluid was removed but they could not get the fluid to stop so they were taken into surgery to get the pericardial effusion surgically repaired. The patient was reported to be in stable condition. The physician believed the pericardial effusion occurred during the last ablation on the posterior mitral annulus. Additional information was received on the event. The physician¿s opinion on the cause of this adverse event was patient condition. The patient outcome of the adverse event was fully recovered. The patient required extended hospitalization because of the adverse event because the patient needed open heart to repair the hole. A transseptal puncture was performed with a baylis needle. There was no evidence of a steam pop. An irrigated catheter was used and the flow setting were the normal flow settings for sf catheter. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector & visitag with the visitag module parameters for stability set at 2mm for 3 seconds, 3mm tags with no additional filter used. Color options used were average force 8-10g.

Manufacturer narrative:
Additional update was received on the product return on 29-mar-2022 stating that the device was discarded. The investigation was completed on 01-apr-2022. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30689665l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).